Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, during the procedure when the procedure set was opened, a hair was found to be inside of the sterile packaging with the sheath. There was no damage reported to the packaging. The procedure was completed with another procedure set with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device did not reveal any visible defects. Although the complaint event was related to the device packaging, the original packaging was not returned. Upon the first two attempts to engage the cassette 'cassette error' was received. Functional testing was unable to be completed. Further engineering analysis was able to determine that the most likely cause of the 'cassette error' received during product analysis was residue present on the level sense board. Upon cleansing the level sense board with an alcohol wipe, the procedure set was able to be engaged and functional testing was performed. As an issue with the level sense board did not contribute to the complaint event. The complaint was unable to be confirmed as the original device packaging was not returned.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, during the procedure when the procedure set was opened, a hair was found to be inside of the sterile packaging with the sheath. There was no damage reported to the packaging. The procedure was completed with another procedure set with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
Although the exact patient age is unknown, the patient is over 18 years of age. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.